Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 404 mg/dl. The customer stated that she has been running high for the past couple of hours. The customer stated that she bloused at dinner and had it gone through. The customer was advised to check the bolus history; the customer stated that it did not show her dinner bolus. The customer used bolus wizard to deliver bolus to correct and waited for it to go through. The customer delivered and then checked bolus history. The customer stated that the bolus history is now showing. The customer was advised to monitor the pump.